Event description:
It was reported that at 11 days post-implant that the sensing integrity counters are at 494. The device is programmed to integrated bipolar because of good r-wave amplitude of 9mv, as compared to 3.5mv for true bipolar. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.